Event description:
It was reported to philips the device failed the defibrillation test. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the defective capacitor. Based on the information available the defective capacitor is replaced with a new capacitor. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Failed the defibrillation test. There was no patient involvement.